Event description:
It was reported that prior to a laparoscopic nephrectomy procedure, the nurse loaded the device with a cartridge and passed the gun to the surgeon. He closed the device closing trigger in order to put the gun through the port. The gun made a loud clunking sound, and would not open when the release button was pressed. He was concerned that the device had a problem so he requested another gun. No patient consequences reported.

Event description:
It was reported that prior to a laparoscopic nephrectomy procedure the nurse loaded the device with a cartridge and passed the gun to the surgeon. He closed the device closing trigger in order to put the gun through the port. The gun made a loud clunking sound, and would not open when the release button was pressed. He was concerned that the device had a problem so he requested another gun. No patient consequences reported.

Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with a cartridge loaded on the device. The cartridge reload was received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could be confirmed as the device closed and opened as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Results 100 interrupted incomplete firing stroke the device was received for analysis with no visual non-conformances and with a cartridge loaded on the device. The cartridge reload was received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could be confirmed as the device closed and opened as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.